Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to syncope. Upon interrogation, it was found that the left atrial (la) lead was not capturing. Subsequently, fluoroscopy determined the la lead was dislodged. The la lead was capped on (B)(6) 2021. The patient was stable throughout the procedure.